Event description:
The plaintiff was implanted with an ams monarc sling during surgery on (B)(6) 2008, to treat the plaintiff for stress urinary incontinence. It was alleged by the plaintiff's attorney that, "the product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the "plaintiff continues to suffer from pelvic pain and abdominal pain. Additionally, her urinary in continence is now worse than it was before the surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.